Event description:
Permobil ab received report claiming while the end-user was driving their device on a downward slop, the device reportedly stopped without notice. Reports claim the end-user was traveling at speed, and when this occurred it allowed the device to tip over forward with the end-user remaining in the seating. This resulted in the device falling atop the end-user where they were reported to have sustained injuries requiring medical intervention to address.

Manufacturer narrative:
Report provided by permobil ab indicates while the end-user was traversing on a downward slope while driving at speed, it was reported the device suddenly and without warning lost power and stopped abruptly. The end-user was reported to have been wearing a positioning belt, and when the chair stopped, the forward momentum caused the device to tip over forward with the user remaining in the seating. This action reportedly let to the end-user sustaining bi-lateral tibia and fibula fractures, and fractures of unspecified bones in their feet. This event was reported to have occurred approximately 1.5 years prior when the end-user was on vacation in spain. It was reported the device was taken to a local service provider where it was diagnosed as having a damaged joystick cable. It was not relayed as to possible cause for the cable to have failed, only that it was damaged and when replaced, the device was restored to normal operation. Due to the age of the event occurrence and permobil not having the opportunity to inspect the device or components, permobil is unable to reach a determination as to possible cause without speculation.